Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that  that about 5-6 days ago wasn't going to the bathroom anymore and developed an infection and was in the hospital for that yesterday. Agent did not ask about the circumstances that led to the reported issue.  No further complications were reported/anticipated at this time.